Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided by a surgeon in the initial report that a patient was doing poorly after an iol implant because of, "very week zonules. The toric implant was off 10 degrees, but couldn't be rotate because of the zonule weakness." Additional information was provided by a facility representative that the doctor stated, "I do not have a complaint about this implant." Later the physician contacted company stating, "thank you for reaching out. There is no problem with the implant." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that post implantation of an intraocular lens (iol) patient was not happy with the implant, the lens was off 10 degrees and patient has weak zonules. Additional information was requested.